Event description:
Medical doctor inserted the laparoscopic harmonic through the trocar port and when she went to grab tissue with the device, the insulation seal on the inside of the jaws fell off. Medical doctor immediately withdrew the device and retrieved the insulation seal and the scrub tech passed it off. I opened a second harmonic to the field and after testing it, medical doctor inserted it through the port and again, the insulation seal fell off. This device was also withdrawn from the patient and the insulation seal was retrieved. Management was notified and both devices were sequestered. During these events, no harm was caused to the patient.